Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing threshold measurements. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to high pacing threshold measurements. This lead was replaced. No additional adverse patient effects were reported. Additional information received indicated that the cause of the high threshold measurements was due to patient anatomy. No additional adverse patient effects were reported.